Event description:
The customer reports that if a radiologist opens several different patient exams and switches between patients, the last patient's name and demographics appear on the current patient's report.